Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging an apply sample message on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The patient mentioned that the apply sample first began on (B) (6) 2010 at around 6:00am. Approximately 2 days later, the patient was exhibiting symptoms of feeling jittery, irritated and frequent urination. Due to the symptoms the patient ate less food and / or drink. On (B) (6) 2010, the patient went and visited their physician and was tested on the physician's meter and obtained a 176 mg/dl and did not receive any medical treatment. The physician advised the patient that his blood glucose readings are elevated and that he should have a strict diet. The test strips completely drawn into the sample. The technique of applying blood on the test strip was correct and this is not the first time patient has used the product. The patient retested with the customer care advocate (cca) and the issue was not resolved over the phone. The product was replaced. No further clinical information was provided. It would have been helpful to obtain the patient's diabetes regimen, whether the patient continued to take their diabetes medications on a regular basis and how long symptoms lasted and why the patient waited so long to visit the physician. It would also have been helpful to know the readings prior to the event. The complaint is being reported since the patient alleged that he was unable to test due to the "apply sample" message. He later developed symptoms suggestive of hyperglycemia and was advised by his physician that he needed to be on a strict diet.